Event description:
Numerous syringes have damaged packaging.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) - follow up MDR for additional information and device evaluation: additional information: following submission of initial MDR, lot code was clarified based on samples returned and updated from unknown to 2201026 in section d. Two samples were provided to our quality team for investigation. All packaging was inspected and no damage or defects were identified. A device history record review found no non-conformances associated with this issue during production of lot 2201026. Three retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage was found to the device packaging. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident was identified. Given the samples did not display any issues related to the device packaging, a root cause cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Numerous syringes have damaged packaging.